Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was unable to provide her with a blood glucose result. The complaint was classified based on customer service representation (csr) documentation. The patient claimed that the alleged product issue began early in the morning on (B)(6) 2019. The patient informed the csr that her meter was ¿malfunctioning¿ and not providing her with a blood glucose result. The patient was unable to provide the specifics of the issue encountered. It was reported that the patient manages her diabetes with oral medication; 500 mg metformin and 100 mg januvia in combination with diet and exercise and denied making any changes to this routine in response to the alleged product issue. The patient claimed that an hour later she developed a symptom of ¿shaky¿. The patient denied receiving any treatment or medical intervention. At the time of troubleshooting, the alleged product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after she was unable to test her blood glucose with the subject meter due to the alleged meter issue.